Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) due to cardiomyopathy. Additional information obtained from the field which indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the h6: patient code and impact code.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) due to cardiomyopathy. Additional information obtained from the field which indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) due to cardiomyopathy. Additional information obtained from the field which indicated that the lead was surgically abandoned due to hematoma. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the patient code and impact code. This report is being filed to correct the event describe event or problem, report source, patient codes, device codes, patient codes, device codes.